Event description:
It was reported that the patient with this implantable neurostimulator stated the device never worked even though stimulation was increased. Therefore, the lead was explanted from the right side and discarded. A new lead was placed on the left side with the same neurostimulator remaining implanted. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional premarket / 510 (k): p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of therapeutic response decreased and device revision or replacement was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.